Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 2 days postoperatively, of an laparoscopic appendectomy procedure, when the device used to close the appendix, there was a release or the loops loosened for the three synthetic ligature loops due to the appendectomy, which resulted in peritonitis. It was noted that it was very painful for the patient. To resolve the issue, additional surgery for closure of the appendicular stump was done by stapling.

Event description:
According to the reporter, postoperatively, of an laparoscopic appendectomy procedure, when the device used to close the appendix, t here was a release or the loops loosened for the three synthetic ligature loops due to the appendectomy, which resulted in peritonitis. It was noted that it was very painful for the patient. To resolve the issue, additional surgery for closure of the appendicular stump was done by stapling.

Manufacturer narrative:
D10 concomitant product: el-21-l - el-21-l polysorb* 0 vio 52cm tie wdx6, lot# j3g2671y el-21-l - el-21-l polysorb* 0 vio 52cm tie wdx6, lot# j3g2671y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.